Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient discharge at the device incision site. Due to the patient having had a previous device infection, the physician elected to explant the device and leads and reimplant at a later date. No further patient complications have been reported as a result of this event.